Manufacturer narrative:
A new prescription for a revision surgery has been received. The date for the revision surgery is not yet known. A supplemental report will be submitted.

Event description:
(B)(4). It has been reported the patient needs a revision for his distal femur jts due to aseptic loosening.

Manufacturer narrative:
An event regarding aseptic loosening involving a distal femur jts was reported. The event was confirmed. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It has been reported the patient needs a revision for his distal femur jts due to aseptic loosening. This is a supplemental report to 3004105610-2016-00081 (B)(4).